Manufacturer narrative:
Device was received with a critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly. Unable to verify pump error 35 due to download difficulties device was received with a missing display window or cover, cracked case near the corner of the belt clip rails on the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error as well as a broken force sensor was detected during seating or regular delivery alarm. The customer¿s blood glucose was 142 mg/dl. Customer reported that they were unable to clear the alarm. Customer stated that small crack on the clip goes. Troubleshooting was performed. The customer was advised to insulin pump would need to be replaced and discontinue use of the insulin pump and refer to the back-up plan. The insulin pump will be returned for analysis.